Event description:
Complainant alleged that while attempting to monitor a (B)(6) old female patient, the device restart/reboot itself multiple times. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was observed. The software was corrupted from copying a previously stored configuration to the device with updated software. The fault was confirmed by loading the customer's configuration to a test device and testing the 12 lead function. The device log was cleared, and the internal memory was reformatted to remedy the reported problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.